Manufacturer narrative:
Citation: fouquet o et al. Influence of stentless versus stented valves on ventricular remodeling assessed at 6 months by magnetic resonance imaging and long-term follow-up. J cardiol 69 (1), 264-271. (B)(6) 2016. Doi: 10.1016/j.jjcc.2016.04.016 earliest date of publish used for event date [and death date]. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the influence of stentless versus stented valve on ventricular remodeling after six months. All data were collected from a single center between 2002 and 2009. The study population included 62 patients (predominantly female; mean age 74 years), 35 of which were implanted with medtronic mosaic and 27 of which were implanted with medtronic freestyle (serial numbers not provided). Among all patients twenty deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: high conduction block with permanent pacemaker implant, atrial fibrillation, increased gradient, severe prosthesis mismatch, myocardial infarction, dissection, stroke, endocarditis, reoperation, severe aortic regurgitation, and paravalvular leak (pvl). Based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.